Event description:
Boston scientific received information that within the first 24 hours of the subcutaneous implantable cardioverter defibrillator (s-ICD) implant, an untreated episode was stored which showed baseline noise in the secondary sensing vector. The patient was implanted with two incision techniques so there was no incision as sense a. This event was noted at the patient follow-up approximately two weeks later. There have been no episodes stored since. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.